Manufacturer narrative:
The lens remains implanted, therefore, it is not available to be returned for evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted (z-syndrome) approximately 7 weeks post lens implant. The patient noticed a decrease in her vision. The lens was repositioned and a capsular tension ring (ctr) was implanted. The patient's current prognosis and treatment was described as "vision seems normal" - prednisolone in od. This report pertains to the patient's right eye.